Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient had a refill performed 3 days prior to this report. The patient was feeling "good" when they left the healthcare professionals (hcp) office. After the patient was home for "a little while", they were "dying in pain". A change in therapy effect was reported. The patient wanted their pump checked to see if it was delivering medication. The patient felt like it was off. It was stated, "it hurts like hell". It was stated the patient didn¿t "know if the catheter [was] pinched" and they did not hear the pump alarming. The pump was used to deliver dilaudid. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.